Event description:
Caller reported a malfunction on the pump with an error code identified as malf 1. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide information regarding it. Cts assisted the caller with resetting the pump, but the same malfunction code recurred post-reset, leading cts to decide on a pump replacement. The customer was informed about using a backup insulin pump to ensure insulin delivery would not be interrupted and was updated on the instructions for handling the replacement pump, which includes returning the problematic pump to tandem within ten days. Cts confirmed the shipping details and dispatched a replacement pump with updated software to the customer.